Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl, cause was unknown. Low bg was addressed by consuming carbohydrates. Additionally, it was reported the pump software did not suspend insulin delivery. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting for this issue; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.